Event description:
Atrial unipolar lead alert received on carelink. Chronic lead with known low impedance at pack change. Bipolar sensing and pacing is known to be not functional. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).